Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that (3) ar-3638h fibertak metal tip broke of when surgeon attempted to insert the anchors. This was discovered during a hip scope procedure. Each time, surgeon removed metal tip and anchors from patient. Additional information requested.